Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) unable to interrogate implantable pulse generator devices unless the rf (radio frequency) head is pushed. ECG (electrocardiogram) connector found loose; connector terminal found out of mechanical specification. Could not confirm programmer error. Device booted to medtronic.

Event description:
It was reported a failure was found to interrogate the devices. It was also reported a programmer error appeared and was not solved by rebooting the programmer and/or unplugging the rf (radio frequency) head. The programmer was returned for service. No patient complications were reported as a result of this event.